Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the tubing. Reportedly, customer changed all supplies and resumed insulin delivery. Customer's blood glucose was 101-102 mg/dl.